Event description:
After setting up the IV pump and starting infusion, rn noted IV fluid was not dripping. The pump was making the usual sound of infusing and the IV fluid volume infused number was indicated that fluid was being infused. Dates of use: (B)(6) 2010. Diagnosis or reason for use: pregnancy. Infusion pump used for IV fluids and IV antibiotics.